Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an under delivery. The patient experienced extreme pain due to non delivery of medication. The healthcare professional attempted to prime the line and an occlusion was confirmed.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. An accuracy test was performed and the reported issue was not duplicated. The device passed the accuracy test, no issue found. As a result, a preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.